Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2012- 05432 and 2032227-2013-05840.

Event description:
Customer reported that her insulin pump was not delivering the correct amount of insulin. Customer stated that the insulin pump was delivering more insulin than what she requested. Customer stated that she is blind and she uses the audio bolus to delivered her insulin. Nothing further was reported.